Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04973. It was reported during an ipg replacement procedure on (B)(6) 2019 (manufacturer reference number: 1627487-2019-14091), intra operative testing showed high impedance on one of the leads. Physician elected to explant and replace both leads. Therapy was restored after surgery. It is unknown which lead had high impedance, therefore both leads are being reported.